Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to remove the set screw was confirmed in the laboratory. Visual inspection of the set screw noted that the hex cavity was rounded. Lab set screws were used and a torque driver was able to engage the lab set screws normally. The set screws were able to tighten down and secure a test lead normally.

Event description:
It was reported the device was set to be replaced after reaching elective replacement indicator. During the explant, the set screw of the proximal connector could not be removed until a wrench was used instead of a screwdriver. The set screw was found rounded. The is-1 connector was capped from the lead body and a new pace/sense lead was implanted. The patient condition was good at all time.